Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube had an insufficient vacuum and underfilled during use. This occurred on 7 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "the customer has reported that approximately 7 tubes from lot #9036653 exp 2019-11-30 underfilled as if vacuum was not sufficient."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product.

Manufacturer narrative:
Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube had an insufficient vacuum and underfilled during use. This occurred on 7 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "the customer has reported that approximately 7 tubes from lot #9036653 exp 2019-11-30 underfilled as if vacuum was not sufficient."